Manufacturer narrative:
Retailer has the product.

Event description:
Consumer alleges that the controller to his heating pad emitted smoke, burned a small hole in his couch and when he went to grab it, he received a burn to his arm. He did not seek medical treatment.